Event description:
It was reported that the pump intermittently delivered less insulin than requested for multiple boluses. The customer's blood glucose (bg) levels subsequently increased to range from 582 mg/dl to over 600 mg/dl and the customer experienced trace to high ketones. A correction bolus was delivered to initially address the high bg levels. The customer was admitted to the emergency room (ER) and was subsequently hospitalized on multiple occasions where they were treated with intravenous saline, intravenous insulin, saline fluids, and insulin fluids. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage for one of the high bg events; however, the customer was unable to provide hospital release dates for other high bg events. Review of the pump data logs by tandem technical support verified that the pump was functioning as intended; however, the customer maintained the belief that there was an issue with the pump. Reportedly, the customer continued to use the pump for insulin therapy.